Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms. A red call doctor icon was observed on the patients home monitor. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.